Event description:
It was reported that an ilet pump displayed consecutive stalled motor alerts while in use, with repeated restarts not resolving the alerts; a dry run produced no alerts, and subsequent troubleshooting identified that attaching the connector to the cartridge before loading it into the pump could misalign the piston and cartridge, consistent with an infusion set or connector attachment issue. Symptoms included hyperglycemia, with a reported blood glucose of 302 mg/dl. Outcomes included user monitoring at home without medical intervention or hospitalization. Investigation included guided troubleshooting and education, a dry run of the pump without the infusion set, and replacement of the connector with revised setup steps. Investigation of this case revealed that misalignment related to connector attachment led to stalled motor alerts and reduced insulin delivery, which resolved when the cartridge was placed first and a new connector was used, indicating user setup error affecting the infusion system and pump actuation. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to improper assembly and resultant motor stall alerts.